Manufacturer narrative:
Internal file number - (B)(4). Correction: device return status. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number and specific failure mode were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow up report will be submitted with all "addtional" relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device after an upper extremity angiogram procedure. The patient was informed by the physician that the starclose se device failed. Manual compression was applied for 15 minutes to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.